Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that ipg had reached end of life (eol). Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. Therapy has been restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.